Event description:
Per the clinic, the patient sustained a head trauma causing the internal magnet to dislodge. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent surgery to reposition the magnet on (B)(6) 2015. This report is filed 27 aug 2015. The implanted device remains.